Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for a pulmonary vein isolation procedure to treat atrial fibrillation exhibited air ingress. During the aspiration of the sheath, air ingress was noted by the physician. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for a pulmonary vein isolation procedure to treat atrial fibrillation exhibited air ingress. During the aspiration of the sheath, air ingress was noted by the physician. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis. It was further confirmed that no abnormalities were noted during preparation of the sheath. Pressurized bag was used, with an average flow rate of approximately 1 drop per second was used as the method of irrigation of the sheath. The air ingress was observed after the dilator was removed and the catheter was inserted into the sheath. No leak nor any air in the patient was noted.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Manufacturer narrative:
B5: describe event or problem - updated the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for a pulmonary vein isolation procedure to treat atrial fibrillation exhibited air ingress. During the aspiration of the sheath, air ingress was noted by the physician. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis. It was further confirmed that no abnormalities were noted during preparation of the sheath. Pressurized bag was used, with an average flow rate of approximately 1 drop per second was used as the method of irrigation of the sheath. The air ingress was observed after the dilator was removed and the catheter was inserted into the sheath. No leak nor any air in the patient was noted.